Event description:
A healthcare worker complained of coughing, tightness in the chest, and headaches, while working with cidex opa solution. The worker has visited the physician to find the cause of her symptoms. Additional information has been requested.